Manufacturer narrative:
(B)(4). A nonconformance has been opened to address this issue.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a leak originating from a crack in the cassette was noted. Functional testing confirmed leaking originating from the cassette. The reported condition was verified. The cause was a cracked cassette. The cause of cracked cassette is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the set leaked from the portion within the homechoice during set-up for peritoneal dialysis therapy on the homechoice. The patient was not connected. There was no patient injury or medical intervention reported. No additional information is available.